Event description:
On july 27, 2009, isi received medwatch report (B) (4) from the FDA. The event details are provided below: "pt undergoing robotic prostatectomy, when monopolar shears sparked. Removed from pt and large crushing hole noted in shaft of instrument. Later thought to have been processing error."

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering eval) or if additional info is received.